Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found cuts in the rim of the liner. No notable damage was found on the inner radius. The barb is scuffed such that small poly fibers protrude from the barb. A gouge was observed on the outer radius of the liner. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the liner did not lock into the cup. No adverse events have been reported as a result of the malfunction. No additional information available.